Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump has stopped all insulin delivery. The customer's blood glucose level was impacted (247 mg/dl). The customer stated that she will take a manual injection once she arrives home.